Event description:
The subject home monitor was replaced because it was out of order, reportedly due to a communication issue.

Event description:
The subject home monitor was replaced because it was out of order, reportedly due to a communication issue.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190320 - file-2017-01864 - analysis_and_closure_report_resp-2019-00404.pdf].